Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was under-responsive and the ok arrow button was over-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/30/2015 with the following findings: the keypad cover was found to be intact; no damage was observed. All of the keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and there was contamination found under all of the button contacts. Unrelated to the complaint, investigation revealed that the display was dim, with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.